Event description:
The patient reported that he attempted to prime the pump to clear a loss of prime alarm, and the pump continued to prime after releasing the ok keypad button. The patient stated that he changed the cartridge after receiving multiple loss of prime alarms, and the pump emptied the cartridge during the load step.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/29/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A review of the device history record indicated that the pump was operating within required specifications at the time of release.